Event description:
During a bowel procedure, it was reported by the rep for leakage of bowel surgeon had to perform laparotomy. Pt in hosp after procedure. Older pt, had small knuckle of bowel stuck in femoral space. Bowel was not good so surgeon decided to do a bowel resection. Three-four days pt very sick. Laparotomy performed; found leak.